Manufacturer narrative:
The reagent lot number is 85556601, with an expiration date of 31-oct-2026. The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The field service engineer (fse) inspected the module and determined that it needed to be decontaminated. He then decontaminated the module, replaced the syringe and valve assemblies, verified the photometer and cell blank levels, and performed mechanical and system checks. He verified the module's performance by successful precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine jaffe gen.2 results from nine patient samples tested on the cobas 8000 c702 module. The following examples of discrepant results were provided: patient sample 1: the initial result from the module was 1.45 mg/dl. The repeat result from a different instrument was 1.16 mg/dl. Patient sample 2: the initial result from the module was 1.06 mg/dl. The repeat result from a different instrument was 0.86 mg/dl. Patient sample 3: the initial result from the module was 1.07 mg/dl. The repeat result from a different instrument was 0.83 mg/dl. Patient sample 4: the initial result from the module was 1.20 mg/dl. The repeat result from a different instrument was 1.00 mg/dl. Patient sample 5: the initial result from the module was 1.38 mg/dl. The repeat result from a different instrument was 1.11 mg/dl. Patient sample 6: the initial result from the module was 1.19 mg/dl. The repeat result from a different instrument was 1.02 mg/dl. Patient sample 7: the initial result from the module was 1.03 mg/dl. The repeat result from a different instrument was 0.91 mg/dl. Patient sample 8: the initial result from the module was 1.30 mg/dl. The repeat result from a different instrument was 1.09 mg/dl. The physician questioned the initial results, prompting the patient samples to be rerun. The repeat results were deemed accurate.